Manufacturer narrative:
(B)(4).

Event description:
During a ventricular tachycardia ablation procedure, a cardiac tamponade occurred. The patient had a thin infundibulum wall and scarring in the left ventricle. After 15 minutes of ablation with the tacticath quartz ablation catheter, the patient became hypotensive and an echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed which stabilized the patient and the procedure was aborted. The patient is in stable condition.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk with use of this device.